Event description:
It was reported a ¿patient with stenosis underwent a plf at th11-th12. Final tightening of the right rod was conducted by using obturator in an order of th12 and th11, but the obturator broke as well when tightening a th11 set screw. All the fragments were aspirated and not left in the patient. No patient injury was reported.¿

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually confirmed approximately ~ 2 and 3mm of both instrument tips has been broken off, consistent with interface during usage. Dimensional inspection of the tip diameters and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.